Event description:
Customer reportedly received results of 33.2 mmol/l and 6.1 mmol/l within 10 minutes on the mobile system. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.